Manufacturer narrative:
The device was not returned for analysis as it remains implanted in the patient. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, a cause for the reported slda (single leaflet device attachment) could not be determined. The reported unexpected medical intervention was a result of case specific circumstances as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment on the second clip. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The first mitraclip was implanted without issue. The second mitraclip was implanted lateral to the first clip and there was no contact between these two clips. All of the physicians in the case were confident in the clip's grasp prior to deployment. Shortly after the second clip was deployed, the anterior leaflet was no longer inside the second clip. A third mitraclip was implanted to stabilize the single leaflet device attachment. The procedure was completed with mr grade 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.